Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the associated defibrillator's adult pads were being recognized as pediatric. Complainant did not indicate that there was any patient involvement in the reported malfunction.